Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. There was no reported adverse impact to the customer's blood glucose level. The customer declined to provide additional information regarding the issue.